Manufacturer narrative:
Additional narrative: (B)(6). Device manufacture date: the device manufacture date is unavailable. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the chuck with key device had seized and was heavy moving. It was further noted that the chuck was running hard. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number (1043018) was inadvertently entered as the serial number in the initial medwatch report and has been updated. The device manufacture date was unknown in the initial report, this date ((B)(6) 1999) has been updated. If any additional information should became available, this notification will be updated accordingly.